Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided related to the alleged adverse outcome. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2013, the patient underwent surgery for implant of an unspecified bard/davol ventralex st. The patient is only making a claim for an adverse patient outcome against the ventralex st. The attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2013, the patient underwent surgery for implant of an unspecified bard/davol ventralex st. The patient is only making a claim for an adverse patient outcome against the ventralex st. The attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: on (B)(6) 2013, patient was diagnosed with recurrent umbilical hernia thereby underwent open repair with implant of ventralex st. Per op notes, ¿the old mesh was identified with prolene sutures were dissected and removed. The hernia sac was identified and reduced. A ventralex st mesh was placed and sutured. ¿(note: the old mesh excised in this procedure was unknown). On (B)(6) 2014, patient was diagnosed with recurrent ventral hernia thereby underwent laparoscopic repair with excision of ventralex st and implant of synthetic mesh. Per op notes, ¿the omentum and small bowel was densely adherent to the prior mesh. All the adhesions were lysed. The old mesh was dissected and removed entirely. The hernia sac was identified, opened and excised. A synthetic mesh was placed, sutured and tacked. ¿

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided related to the alleged adverse outcome. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jul-2013) is considered to be a best estimate. Updated fields: a2, a4, b2, b3, b4, b5, b7, d4 (product catalog no., corporate lot no, expiry date, UDI no.), d6b (date of explant), g1, g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.